Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that thermal damage was identified within the fresenius 2008t hemodialysis (hd) machine. A diode (c17) on the motherboard was burned, the heater rod was discolored, and a wire connected to the bicarbonate (bicarb) pump appeared pinched, discolored (dark),and scoured. The thermal damage was noticed during machine repair. The machine was initially removed from service for evaluation after experiencing conductivity issues and failing to complete the last portion of heat disinfection. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed replaced the bicarb pump, the heater rod, the actuator board for the conductivity issue, and ordered a replacement motherboard. At the time of follow-up the machine remained out of service pending installation of the replacement motherboard. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the sample was provided. The manufacturer was able to confirm the reported event with the attached photograph. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A biomedical technician (biomed) at a user facility reported that thermal damage was identified within the fresenius 2008t hemodialysis (hd) machine. A diode (c17) on the motherboard was burned, the heater rod was discolored, and a wire connected to the bicarbonate (bicarb) pump appeared pinched, discolored (dark),and scoured. The thermal damage was noticed during machine repair. The machine was initially removed from service for evaluation after experiencing conductivity issues and failing to complete the last portion of heat disinfection. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed replaced the bicarb pump, the heater rod, the actuator board for the conductivity issue, and ordered a replacement motherboard. At the time of follow-up the machine remained out of service pending installation of the replacement motherboard. No parts were returned to the manufacturer for physical evaluation.